Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with moisture damage to the electronic assembly. No other error alarms were noted due to the constant motor error alarm at the rewind. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father, that the customer received multiple alarms. It was also reported that the customer's insulin pump has a crack at the top right hand corner of the display screen. It was also reported that the insulin pump was exposed to moisture. Advised insulin pump would be replaced. No additional information was provided.